Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device with download stopped. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture ,19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system download was stopped. A technical support specialist (tss) inspected the station and found that the time settings were not current, which caused the devices to experience a download stopped issue. The tss updated the station time and verified that the health sight viewer (hsv) was cleared on station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device with download stopped. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.